Event description:
It was reported that the lead haptic was bent after insertion. The info received suggests that the incision may have been enlarged to remove the lens. Another lens was implanted. Add'l info has been requested but has not been received. The inserter that was used during this event is reported under 1119279-2013-00258.

Manufacturer narrative:
The delivery device was not available to be returned to b+l for eval. Investigation is underway. A supplemental report will be submitted upon completion.